Event description:
It was reported that the patient never had therapeutic effect. It was reported that the patient also had a fall, but was unsure of exactly when the fall occurred, and it is unclear what effect, if any, it had on the therapy. The following information was also reported, but it was unclear whether it pertained to the patient's new device or previous device: it was also reported that the physician wanted to turn off the device due to battery depletion and impedance issue. The impedance test at 3v found c0: 4353, 01: 3225, 02: 4647, 03: 49483. The other impedances were within normal limits: c1: 1235, c2: 1185, c3: 4983. Subsequent information received reported that x-rays were taken and the patient was meeting with her neurosurgeon to discuss the results. Additional information has been requested, but was not available as of the date of this report. Please refer to manufacturer report no. 3004209178-2012-06890.

Manufacturer narrative:
Concomitant medical products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 37602, serial# (B)(4). Product type: implantable neurostimulator: product ID 3389s-40, lot# v014891, implanted: (B)(6) 2007. Product type: lead: product ID 3389s-40, lot# v055967, implanted: (B)(6) 2007. Product type: lead. (B)(4).